Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer receives device 8100 (s/n (B)(4)), with missing tubing guide arm part. Failure device type: failure problem type: failure mode: case resolution: customer receives device 8100 (s/n (B)(4)), with missing tubing guide arm part. Identify device is under warranty for repairs. Explained to customer, with suggestion to send device into service depot. Transfer customer to our service notifications group to assist with RMA request. Informed customer if any further concerns and/or issues to give a call back. End call.